Event description:
The customer obtained falsely elevated, non-reproducible results on two pt samples processed using vitros amon slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The falsely elevated results were not reported outside the lab. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Ocd field service investigated. The incubator was cleaned and the incubator evaporation caps were replaced, returning the vitros 350 to expected operation. The root cause of this event is instrument related.